Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a message was displayed, indicating that communication had been lost with the analyzer. It was noted that this occurred prior to procedure. The analyzer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the analyzer lost communication. The analyzer passed incoming testing. It was indicated that the patient connector had disturbed pins. The analyzer was sent for repair and reallocation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.